Event description:
A customer called beckman coulter regarding a discrepant urine test result. According to the customer an ER patient had a negative [-] urine test result off the icon 25 hcg. According to the custoemr the patient was exhibiting physical changes of pregnancy. An hcg serum quantitative test was ordered. A serum sample was collected and tested quantitatively using a dade rxl. The result obtained for bhcg was 75,496 miu/ml. This result is in alignment with custoemr expectations. There has been no change to patient treatment that can be attributed to this event.